Event description:
A report received from (B)(6) stating that the device had low power during surgery. No injuries were reported to have occurred but it is unknown if medical intervention was necessary. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).